Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated hospital visit, a decrease in r-wave amplitude had resulted in undersensing on the right ventricular channel of the pulse generator. No patient symptoms were reported. Device reprogramming was performed and the patient would continue to be monitored.